Event description:
New information noted the patient was initially seen in clinic for follow-up. Programming changes were implemented. The patient was in stable condition.

Event description:
New information noted the post-paced t-wave oversensing (pptwos) persisted. Additional programming changes were implemented. The patient was in stable condition before, during, and after.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). The patient condition was unknown. No further information was reported on this event.